Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned coring knife, serial number (B)(6), confirmed the report of debris on the coring knife. The coring knife was returned with the coring knife handle, thread protector, protective caps, skin coring knife, and apical cuff placed in the accessories tray from the implant kit. The coring knife was returned in new condition with the protective caps removed. Visual inspection of the blade edge of the coring knife appeared unremarkable; however, the opposite, dull end of the coring knife showed a small, red, piece of debris adhered to the edge of the knife's inner surface. The remaining components returned on the tray were inspected and appeared unremarkable. A manufacturing task was initiated to address the issue of the debris on the coring knife out of box (oob). Material analysis using ftir (fourier-transform infrared spectroscopy) was completed on the debris from the coring knife and on materials used during manufacturing of the coring knife in order to compare the samples. The material analysis concluded that the debris found on the coring knife did not match any of the materials used during manufacturing. The material analysis identified that the material appeared to be poly (vinyl chloride) which is not similar to any materials used in the preparation and assembly of the coring knife. Although the suspected root cause for the debris is likely man, it cannot be traced back to the manufacturing process for the coring knife and most likely occurred from additional handling of the coring knife after opening it. Although the root cause of the debris was not traced to the manufacturing process, an awareness training to the assembly of coring knife, handle and protective plugs procedure was performed as a proactive measure. No further action is required. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A is currently available. The IFU lists the apical coring knife as an optional component for device implantation. The IFU provides information on preparing and handling of the coring knife. The IFU notes to use care when unpacking items, as several of the items must be placed in sterile fields. The IFU provides instructions on how to unpack all of the implant kit components in the operating room, including the pump and accessories tray, and instructs the user to place all the sterile components in the sterile work area. Lastly, the IFU warns that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned coring knife, serial number 123660, confirmed the report of debris on the coring knife. The coring knife was returned with the coring knife handle, thread protector, protective caps, skin coring knife, and apical cuff placed in the accessories tray from the implant kit. The coring knife was returned in new condition with the protective caps removed. Visual inspection of the blade edge of the coring knife appeared unremarkable; however, the opposite, dull end of the coring knife showed a small, red, piece of debris adhered to the edge of the knife's inner surface. The remaining components returned on the tray were inspected and appeared unremarkable. A manufacturing task was initiated to address the issue of the debris on the coring knife out of box (oob). An awareness training to the assembly of coring knife, handle and protective plugs procedure was performed to address this issue and no further action was required. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. The IFU lists the apical coring knife as an optional component for device implantation. The IFU provides information on preparing and handling of the coring knife. The IFU notes to use care when unpacking items, as several of the items must be placed in sterile fields. The IFU provides instructions on how to unpack all of the implant kit components in the operating room, including the pump and accessories tray, and instructs the user to place all the sterile components in the sterile work area. Lastly, the IFU warns that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the coring knife appeared to have dirt or a foreign object during implant. A new coring knife was used. There was no patient harm.

Manufacturer narrative:
Reporter address line 1: (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.